Event description:
Customer reporting discordant sars sample (not repeating the same call as previously tested) when observing a strange "right angle" curve formation (atypical amplification curve). Symptomatic status of patient is unknown and if confirmation testing was performed on the sample.

Manufacturer narrative:
Investigation summary: tested retain kits. Kits tested as expected. Unable to replicate customer complaint. Root cause: can not duplicate with retain testing; no problem found; unable to determine. Source: email.